Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and fold creases. Weight measurement identified device weight within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "left-side capsular contracture baker grade is a grade iii". Device remains implanted.

Event description:
Healthcare professional reported "left-side capsular contracture baker grade iii". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.